Manufacturer narrative:
H10: the service engineer reported that the power management (pm) board was replaced to correct the issue. The device was reported have been returned to service.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone (B)(6). Reporter phone (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had switched off. The device was in clinical use when the issue occurred, the device was removed from operation. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had switched off. The device was reported to have been evaluated, but no errors were found. After further review of the device details, it was determined that the device required a replacement power management (pm) board. The repair is pending.